Event description:
A facility reported that on (B)(6), 2020, the tcc-ez casting system 3" single application (tcc23002) was cracked and caused injury. This person was in casting material for two occasions, for about 10 weeks each. It resulted in a pressure injury.

Manufacturer narrative:
No sample was received for evaluation, but a set of photos was sent to show the complaint. DHR review - no abnormalities related to the reported failure. Devices manufactured during this period passed required inspection points with no associated ncs, deviations / temporary change control or rework was reported. Failure analysis - the photos show that the cracking of the cast occurred on the anterior ankle joint and on the mid shin. This point where the crack occurs is an indication that there is less resin or no resin at all which resulted for the cast to collapse. A good cast where the resin is uniformly distributed on its entire length will not fail. Thus, we believe that there was a migration of resin in the cast. Retained sample was pulled out for analysis. Full specification testing was done, and all parameters were found to be acceptable. No migration of resin was observed. Resin is evenly distributed over the entire length of the cast. Appearance is good. Casting was also good. Based on the above investigation, the complaint was not confirmed. Most probable root cause is inappropriate storage. Specifically, the product needs to be stored upright, following the instructions in the IFU and as per the indications on the secondary and tertiary packaging. Also, the product must be stored within the indicated 15oc- 30oc storage conditions and storage for any substantial period of time outside this range has the potential to stress the product and affect its performance and will not work to its purpose.